Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had been experiencing shooting pain in his back that brings him straight up. The patient stated that he hasn't been able to sleep for the last 2 nights and it happened again in the morning. The patient mentioned that he dozed off in a lounge chair and it shot him up. It was reported that the patient had not tried turning stimulation down or off but had tried both programs. The patient noted that the shooting pain in the back was intermittent and there were no falls/trauma related. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that at different times, the patient's ins was causing them to have lower back pain. No further complications are anticipated.